Event description:
A malfunction alarm was reported, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which the customer successfully followed, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any issues reappeared, which they understood.